Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that three months later the patient died. According to an on-line obituary the patient died at a hospice facility due to heart complications. Further information was received from the clinic, and according to their records the device was intentionally programmed off at a facility out of state. There were to field allegations that the device system caused or contributed the patient's death.

Event description:
Boston scientific received information that tachycardia therapy for this cardiac resynchronization therapy defibrillator (crt-d) was programmed to other than monitor plus therapy for an unknown reason. Attempts were made to attain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.